Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36.section a1 patient identifier complete sid: (B)(6).

Event description:
The customer observed a false nonreactive architect hiv ag/ab combo result on a patient. Results provided: (B)(6) 2022 sid (B)(6) = 0.0 (non-reactive), repeated on (B)(6) 2022 = 785.36 s/co. New sample on (B)(6) 2022 = 733.59 (reactive). There was no reported impact to patient management.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect hiv ag/ab combo reagent kit list number 04j27-37, and manufacturing site (wiesbaden, germany) in section d of this report to architect i2000sr, list number 03m74-97, and manufacturing site (irving, texas) of new suspect device. MDR number 3016438761-2023-00015-00 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed a false nonreactive architect hiv ag/ab combo result on a patient. Results provided: (B)(6) 2022, sid (B)(6) = 0.0 (non-reactive), repeated on (B)(6) 2022 = 785.36 s/co. New sample on (B)(6) 2022 = 733.59 (reactive), there was no reported impact to patient management.